Manufacturer narrative:
Recall: 3004485144-03/16/2017-001-r. The returned driver was evaluated. A dimension on the tip which interfaces with the screw head was found to be out of specification. Reference report 3012447612-2017-00151.

Event description:
It was reported that two drivers would not fit within the corresponding pedicle screw tulips, so they would not be able to install the screws. Device evaluation by the manufacturer determined this is the same malfunction which was later reported as part of a recall. These drivers were found upon receipt by the complainant and did not have any surgical applications. This is report two of two for this event.